Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported through the MFR's device tracking system that the pt had expired. The cause of death was noted as "disconnected both power at home." The MFR obtained additional information from the vad coordinator who stated that the pt had previously had a stroke with left sided weakness. The pt's caregivers were instructed to be in constant supervision of the pt. They woke in the morning to find the pt had expired with both power leads disconnected.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.